Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure the tissue pad detached and fell into the pt. The tissue pad was retrieved from the pt. It is unk how the tissue pad was retrieve. Unk how the case was completed. There was no pt consequence. The device was discarded.